Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the stimulator worked for four days, and then the patient got an infection around the incision. It seeped and it was wet. The infection was reported to have occurred about 2 and a half weeks after implant in (B)(6) 2019. They took oral antibiotics for 10 days. The patient went in for surgery and they cleaned it out. The stitches were removed 2 and a half weeks later. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting it was reported that the patient¿s reason for calling was that they knew they needed to see a doctor about the issues they reported below, but they didn¿t know which kind of doctor to see about it. The patient stated that they had a rash for years (beginning prior to their implant, it was called lichecn sclerosus) and it was on their back. The patient stated that they asked the implanting physician if it would hurt if they cut through the rash to implant the ins and the doctor said no. The doctor made the implant incision right over the rash. The patient stated that the implant wound had started opening up and getting infected so the implant was taken out and cleaned off and put back in mid (B)(6) 2019. The patient stated that two weeks post operation the surgeon couldn¿t get the stitches out where the rash was. The patient stated that the healthcare provider (hcp) told them that they didn¿t think the rash could go internally inside their body. The patient stated that they thought they got an infection right after the stimulator was turned on and the wound started opening. The patient stated that it seems like the stimulation made their rash twice as worse so they turned off the stimulator and it was currently off. The patient stated that even with the implant off their rash was bad and touching the area over the implant on their hip. It was reported that it was excruciatingly painful because it was so sore and their whole hip had shooting pain. The patient didn¿t know if it was the rash or the stimulator causing the pain at this point. The patient had gone to a hematologist and said the rash wasn¿t right so they went back to a dermatologist for injections but the doctor said there was no cure for the rash. The patient thought their body was rejecting the stimulator. The patient noted that the stimulator did help with the spinal pain they got it for. The patient stated that since they got it implanted they developed pain underneath their shoulder blades and under their rib cage. The patient stated that the implant was put in on their left side and their whole left leg and foot were bigger than their right leg/foot and were swollen. The patient stated that sometimes this happens and it usually would only last a couple of weeks but now the patient had been suffering with this for about seven months. The patient stated that during the implant surgery they ¿put a block in their mouth¿ and they now had tmj in their jaw and they never had that before. The patient stated that they had seen their implanting doctor post operatively. They didn¿t remember when, but they stated that at that point the doctor stated they looked like they were doing fine. The patient was redirected to follow-up with their hcp, but the patient stated that their implanting doctor wasn¿t giving them any direction on their issues that they developed post implant surgery. Patient services offered sending a listing of hcps but the patient declined. The change in therapy/symptoms was considered sudden. The event date of the infection was asked but was unknown, but the patient thought it was right after the ins was turned on. The patient¿s pain in their ribs/shoulder blades, the tmj and stimulation making their rash worse all occurred since implant (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Patient provided their weight during the event. If information is provided in the future, a supplemental report will be issued.